Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had blood back in iab catheter. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The full name of the initial reporter is (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. No blood was found in the fitter and rods in the apparatus, safety disk or crm. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).